Manufacturer narrative:
The patient had the device implanted on (B)(6) 2023. The patient had the device explanted on (B)(6) 2025. The removal was due to skin erosion. The patient was hospitalized overnight. All cultures for infection were negative, and no pain was reported. The DHR was reviewed, and the lot was manufactured to specification without any deviation. Risk of erosion is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "erosion of silicone block requiring removal." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists implant erosion and extrusion/perforation as anticipated device deficiency. The instructions for use also list implant extrusion as a potential adverse event. The root cause of this investigation is the inherent risk of the device. Erosion is a potential adverse event that is acknowledged and agreed to by the patient prior to surgery.

Event description:
The patient had skin erosion that required removal of the implant.